Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/26/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: 1)did the needle fall into the patient? While handing over the suture to the surgeon, the needle tip was intact. When the suture was received back, the needle tip was noted to be missing. The surgeon was informed immediately. 2)were x-rays taken to locate the needle piece(s)? Yes. Multiple x-rays were taken intraoperatively to locate the needle tip; however, it could not be identified on imaging. 3)what measures were implemented to retrieve the broken piece? As this was an open surgical wound, a thorough search was conducted, including inspection of the surgical wound, instruments, used swabs, and the operating room floor. Multiple x-rays were also performed. 4)was there any additional tissue damage resulting from the search for the needle piece? No. There was no additional tissue damage. The incision was already large as required for the surgical procedure. 5)does a fragment of the needle remain in the patient¿s tissue? It is uncertain. The needle tip could not be located on the patient¿s body via x-ray. 6)is there any plan in place to remove the needle piece in the future? At present, the needle tip has not been located on patient body, and it is very small in size. In case of any future infection or surgical complications, the surgeon will assess and manage accordingly. 7)in which tissue structure was the broken needle located? The surgery performed was a shoulder surgery. 8)what is the surgeon¿s opinion regarding the potential consequences for the patient? As the needle tip was not visualized on x-ray, no specific concerns were identified at the time. If any related issues are noted in the future, they will be investigated and managed appropriately. 9)source / title of external person providing answers to follow-up: the information was provided by the registered nurse who was scrubbed for the procedure on the day of surgery. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported an incident of broken needle tip. There were no patient consequences reported. Additional information was requested.